Event description:
It was reported a motor stall was confirmed in the event logs with no motor stall recovery recorded. The patient had an MRI on (B)(6) 2015, which coincides with the motor stall (motor stall occurred at 15:09; tube set message on (B)(6) 2015 at 15:09). The patient was currently at a refill appointment and upon interrogation, a motor stall message appeared. The pump was successfully updated following the refill. The reservoir volumes were accurate and the patient was receiving good therapy relief. The pump was interrogated again 1.5 hours laterand a motor stall recovery was still not seen in the logs. The pump was then reinterrogate during an appointment on (B)(6) 2015 and a motor stall recovery occurred on (B)(6) 2015 at 14:08. It was unknown what other medications the patient was taking at the time of the event. The patient was doing well throughout the entire time frame. The patient recovered without permanent impairment. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).